Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead presented to the emergency room with shortness of breath (sob), chest pain and infection. The patient was noted to have a fast rate that was difficult to determine if atrial driven. Review of stored atrial tachy response (atr) episodes noted intermittent noise and a single high out of range pacing impedance measurement greater than 2,000 ohms that returned to 500 ohms. Testing of the system noted stable impedance measurements. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.